Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose levels (355 mg/dl). Reportedly, the customer's health care professional set a temporary rate of 0% due to the customer using lantus prior to pump therapy and still being active in the customer's body. Customer stated they will deliver a bolus to stabilize blood glucose levels. Reportedly, customer believes elevated bg's are due to the temporary rate being set for 6 and a half hours.